Event description:
It was reported by service report that the cot has bent lift tubes and caster horn assembly and is leaning to one side. It does not raise up or down smoothly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly.